Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: the device related to the reported event of deflation was received on august 28, 2025, with lot number 2061700. Based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening assessed as surgical damage. As per the investigation procedures, creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: device deflation.

Event description:
Device analysis lab (dal) received an explanted saline device from another manufacturer who received it from a provider with report of "allergan 600cc sal; ruptured" (deflation).